Event description:
Through further follow-up, it was discovered that the pt recently experienced pneumonia and was hospitalized. Due to that lack of info from the reporting site, it is unk what type of pneumonia the pt had, therefore, it is unk if the vns may have contributed to the pneumonia. It is unk what caused the high impedance event, however, if the device migrated as reported by the pt, this may have contributed to the high impedamce. The reported high impedance is likely either a lead fracture or a connection problem. The cause of this migration is unk; it was not confirmed on x-rays. The reported neck pain and hypertonia may be related to the high impedance or migration, it was reported that the reported paresthesia is related to the pt's post=seizure state. The pt reported not feeling stimulation from the magnet swipes prior to the high impedance event; however, it was observed that the magnet swipes properly registered. The cause of the above events cannot be concluded because of the lack of info from the treating neurologist and surgeon. A device removal date has not been scheduled.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient denies any recent injury or trauma that may have damaged the vns therapy system. It was also reported that the pt has experienced an increase in seizure activity above pre-vns baseline frequency. Approximately five months before the high lead impedance test result was obtained, the pt complained of pain on the left side of their neck during stimulation and continuous left-sided facial/chest numbness. The pt reported that the pain was so bad that they were considering explant of the vns therapy system. Treating neurologist at that time reported that the pt's problems were psychological and that the pt was instructed to straighten their neck to alleviate the neck pain. The pt also reported that the device had been "flipping around" in their chest.